Event description:
It was reported by the customer that a pyxis medflex system drawer 07 was failed. The customer added that drawer 7 was failed when trying to issue a IV fluid. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer reconnected loose solenoid cable at drawer controller board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.